Event description:
Intensive care unit registered nurse started a new medication (propofol) on channel d of alaris pump at 1800. Rn set the setting to deliver 15 mcg. At 1830, patient¿s. Post-op sternal washout, debridement of abscess of sternal region, sternal fracture, copd, pneumonia, bacteremia, atrial flutter blood pressure started dropping and patient became unresponsive, leading to a code blue called at 1805, followed by all sedation medications including this propofol being shut off at the pump. Code blue ran, other tests ran, stabilized the patient. Upon soonest available time to scan in medications, at 1905, rn roller clamped the medication and called another rn to verify that the tubing was otherwise appropriately loaded. The ¿delivered dose¿ on the volume infused screen also only showed 0.36 ml delivered (this correlated with the roughly 5 minutes in which the pump was indeed on). As of 1912 patient responsive and following commands. Blood pressure manageable with drips.